Event description:
It was reported that the surgeon was doing a hip surgery and was cutting near the fascia around ashtabula and the next thing the scissors were in three pieces per the scrub nurse. They then stopped the surgery, did an x-ray, and then general surgery removed the piece still in patient.

Manufacturer narrative:
Qn#(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4) . (B)(4) sample of 141317 lot k2 (december of 2012) was received for evaluation. Visual review noted that one of the scissor blades has broken around the midpoint of the blade. Device is (B)(4) years old and has exceeded its effective life. (B)(4) sample of 141317 lot k2 ((B)(6)2012 ) was received for evaluation. Visual review noted that one of the scissor blades has broken around the midpoint of the blade. A dimensional inspection was not required as part of this investigation. A functional inspection was not required as part of this investigation. No confirmed complaints were received in this range with the same issue. Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4) . Device is (B)(4) years old and has exceeded its effective life.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon was doing a hip surgery and was cutting near the fascia around ashtabula and the next thing the scissors were in three pieces per the scrub nurse. They then stopped the surgery, did an x-ray, and then general surgery removed the piece still in patient.